Event description:
There have been touch screen failures in five (5) mp5 monitors within a three month period and two temperature printed circuit board failures. These monitors are only a year old. Philips sells us the parts.